Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope optics flushing did not work (defective). Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, grip scratched, air/water cylinder discolored, suction cylinder discolored, switch box scratched, right/left/down/up knob scratched, scope connector cover unit scratched, scope connector case unit scratched, light guide cover glass scratched, electrical contact of endoscope connector deformed, label on scope connector peeled, due to clogging of nozzle, water supply volume did not meet the standard value, objective lens cracked, light guide lens cracked, connecting tube buckled, and universal cord wrinkled. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. In addition, the investigation could not identify the foreign material. However, from the images provided by legal manufacturer, the foreign material appeared like a seed. According to the investigation regarding the reported event, no patient injury was reported by the user and the legal manufacturer did not obtain further information from the user. Therefore, it was unknown whether there was deviation from instruction manual in reprocessing steps where foreign material remained and it is unknown whether there was physical damage where foreign material remained. Olympus will continue to monitor field performance for this device.